Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the delayed keypad response, which was experienced during evaluation. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced. Additional information: delay in response. This MDR was provided on 4/18/2016 within the FDA reporting time frame. The FDA made notification that the esg gateway was available to send electronic medical device reports, however after this record was provided electronically, the FDA provided notification that any MDR sent on 4/18/2016 was not received and should be resubmitted.

Event description:
During baxter's evaluation of a spectrum pump, the device had a delayed keypad response. There was no patient involvement.